Event description:
A remstar pro c-flex+ device was returned to a third-party service center as part of the uno recall process with no initial alleged complaint. During the device evaluation, the service technician observed visibly damaged foam that could not be disassembled from the chassis. Additionally, the service technician also noted an error code - e-55: err_therapy_queue_full along with dust/dirt inside the device. The service center scrapped the device after the evaluation was completed.